Event description:
It was reported the customer received a motor error alarm while changing their infusion set. Customer's blood glucose was unknown. The customer also received a check settings alarm while troubleshooting for their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. No e70 alarm noted on alarm history screen. The insulin pump was set with time clock and date settings and the setting are ok. The insulin pump has minor scratched lcd window, cracked case near the display window corners and battery tube threads cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.